Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31088900l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During mapping with octaray for tachycardia induction after pulmonary vein isolation (pvi), the blood pressure decreased. The blood pressure was increased by a vasopressor, mapping was analyzed and the ablation was conducted and tachycardia stopped. Then, during the performing of tachycardia induction, the blood pressure could not raise from the 60s, whether pericardial effusion existed or not was confirmed in the cardiac cavity by sound star eco catheter, the pericardial effusion was confirmed. Ablation was interrupted, pericardial cardiac drainage was performed and vitals improved. The patient's conscious was well and vitals were stable, but the patient returned to the intensive care unit (ICU) just in case. Description of health problems was a cardiac tamponade. Timing was 2 hours after the start of the procedure, during tachycardia mapping. The pericardial effusion was confirmed, so the procedure was interrupted. The patient recovered with pericardial cardiac drainage and was returned to the ICU. Physician assessment of the health hazard was non-serious (moderate/minor). The physician's comment on the relationship between the event and the product was that it was unclear at what point the cardiac tamponade occurred. There were no abnormalities observed prior to and during use of the product. There was no special note on the patient medical history nor if there were any concomitant diseases. There was no error code. Atrial septal puncture was performed with rf needle. Ablation was performed before the pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow 2 ml, during the ablation 15ml. Method of cf monitoring was real time graph; dashboard; vector and visitag. Coloring settings for visitag was tag index. Visitag additional filter was impedance drop. Additional information was received. It was discovered during use of biosense webster products. Outcome of the adverse event was improved. Prior to noting the pericardial effusion or cardiac tamponade, ablation was performed. The event occurred during the mapping phase.